Event description:
The account is unable to obtain accurate patient results on the architect analyzer. Error code 1007 (unable to process test, activated read failure) was also detected. The issue is not assay specific. A field service engineer on sight checked the signal sub reads and noticed that the results had two signal peaks. Trouble shooting included replacing the reaction vessel cells in use ( lot 68553p100 and lot 69453p100) by another lot (68007p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Suspect medical device lot number. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding the instrument reporting false low platelet (plt) and hemoglobin (hgb) results on a patient sample without suspect flags. The initial results were: plt -204 x10^3cells/¿l, and hgb-6.5g/dl. The sample was rerun and plt and hgb results obtained were in similar ranges and were reported out of the lab. The patient was redrawn, plt and hgb results from that sample recovered higher and a corrected report was sent out. There was no change to patient treatment in regard to this event.

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood was noted in the tubing. The tubing set was being used to deliver an unspecified contrast media during a CT scan. After an unspecified length of time in use, it was reported that the tubing ruptured where the slide clamp had been used for an "extended" length of time to clamp the tubing. An unspecified volume of blood was noted in the tubing. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.